Event description:
It was reported that the catheter separated at a point 6 inches from the tip during a av fistula declotting procedure. The separated portion was removed using a snare device. There were no pt complications.